Manufacturer narrative:
A close inspection was conducted on the returned device and no visual damages were noted. After testing, the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. Based on device performance, it can be concluded that the device worked as intended.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a bilateral inguinal hernia repair procedure and absorbable straps were used. During the procedure, two tacks did not adhere to the abdominal wall. They fell off almost immediately after being shot into the abdomen. The procedure was completed using a like device. There were no adverse consequences for the patient reported. No additional information has been provided.